Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using an ipsilateral approach through the femoral artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. Another manufacturers guide wire crossed the lesion and this 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced and crossed the lesion without resistance. The balloon ruptured at 8atm upon the 1st inflation. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).